Event description:
My (B)(4)#, (B)(6) y/o wife (B)(6), fell when the steel handle of her guardian four point (four feet) snapped I half causing her to fall on our ceramic tile floor in the dining room. We kept both parts of the defective cane. Document number: (B)(4).